Event description:
It was reported that this pacemaker was part of a system revision due to infection. Additional information indicates that the physician opted to leave the previous system implanted but inactive because removal would be invasive. There were no additional adverse patient effects reported. The pacemaker remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.